Event description:
It was reported to philips that the ECG leads are not picking up signal. The customer worked with the technical support representative. A service quotation to exam the device was sent to the customer. The customer let the service quotation expire. The customer has refused servicing at this time. No further actions at this time.

Event description:
It was reported to philips that the ECG leads are not picking up signal. There was no patient involvement.